Event description:
It was reported that during a supply change on an ilet pump (serial (B)(6)), the user received repeated ¿unable to proceed¿ alerts, including during a guided dry run while rewinding, with no supplies attached; the event was associated with an unable-to-proceed error during fill tubing consistent with an occlusion and involved the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: the device exhibited no evidence of external damage or abnormal wear upon visual inspection. The unit successfully powered on when placed on the charging pad. However, when a rewind command was initiated, the device generated an ¿unable to proceed¿ notification. The device was subsequently disassembled for further investigation, at which time a failure of the leadscrew alignment was identified. The cause of the leadscrew alignment break could not be determined. This mechanical failure prevented proper rewind operation and directly resulted in the ¿unable to proceed¿ announcement. See photo for reference. The patient-reported complaint is confirmed.